Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating the generator had not reached end of life. The device diagnostic testing was performed while the patient was hospitalized due to an increase in seizure activity, however, it was reported that the increase in seizure activity was not above pre-vns baseline frequency. The patient had reportedly not suffered any recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating physician revealed a break in the lead in the area of the patient's clavicle. The patient underwent ncp system replacement surgery during which both the lead and generator were replaced. The patient no longer experienced an increase in seizure activity following ncp system replacement surgery.

Event description:
Product analysis summary: the lead assembly was returned for analysis in one piece. The lead was received without the electrodes. Visual inspection of the lead colils found that the positive lead coil was stretched. A closer examination of the lead coil wires found that one coil wire had broken approx 44mm from the positive connector pin tip. The wire break is most likely due to the coil being stretched when the connector pin was pulled out of the conector pin boot. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condtion of the lead is consistent with conditions that typically exist after the explant procedure. The concomitant device (pulse generator) was alsto returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported events. Since the entire lead was not returned for analysis it is unk if a lead malfunction occurred that would have contributed to the high lead impedance condition prior to explant.